Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the pushers are fully deployed. Cartridges are properly seated after firing. No visual abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, the surgeon fired the device on the colon and inserted the anvil head of another device and tried to tight the suture however, the thread was broken easily. They had to replace the device to complete the case. The surgical time was extended by less than 30 min. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.